Manufacturer narrative:
H.6. Investigation: four photos and seven samples were received by our quality team for evaluation. From the photos, barrel damage was observed. One sample was received with open packaging and six samples were received without packaging. From the returned samples, damage was observed on the barrel body and tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the returned samples, barrel damage as well as chipped off at the barrel tip was observed. The team has investigated different section of the syringe machines and matched a potential area which could lead to the damaged barrel. The syringe barrel damage could have occurred at the assembly machine. The probable root cause could be due to a damaged tablet. This will cause the syringe barrel tip to unable to be fully seated in the lower tooling, which resulted in poor throw out at the leak test station. The defect could have been escapees that were failed to be removed by the production technician from the line during line clearance resulting it to flow to the subsequent process. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ls tip was deformed. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that the tip (hub) of one syringe was deformed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ls tip was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that the tip (hub) of one syringe was deformed."